Event description:
A malfunction occurred after the customer received an x-ray. Customer's blood glucose level did not exceed 500 mg/dl. Customer was informed by technical support to return the problematic pump to tandem within 10 days and instructed on putting the pump into storage mode. A replacement pump was sent to the customer, although no backup therapy was available at the time; the customer was advised to contact a healthcare provider.